Event description:
It was reported that a power source alert 07 occurred when the caller was using a tandem charging cable and wall adapter. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. The issue was resolved when the caller plugged the charging cable into a wall adapter, and the pump began charging, so no further assistance was needed.